Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: addr01, ipg, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that the right ventricular lead had a lead warning for high impedance and a polarity switch. The impedance was noted to be undefined. A stored episode showed oversensing. A probably fracture was suspected. In office isometrics and pocket manipulation were not able to reproduce the high impedance or oversensing. The lead was reprogrammed to bipolar and remains in use. The patient will continue to be monitored as the patient did not desire to have surgery. No patient complications have been reported as a result of this event.